Event description:
Pt received a 3.0mm diameter x 24mm length endeavor sprint rapid exchange (rx) drug eluting coronary stent in the mid cx. It was reported that the pt suffered an mi one day post procedure. Investigator reported that the event was unrelated to the study stent, unrelated to the target vessel and probably related to the procedure. Pt is reported to be recovered an no other clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Eval: results: mi.